Event description:
It was reported that the healthcare provider (hcp) believed the pump was malfunctioning because it was alarming every five minutes. The hcp was unaware of why the pump was alarming but did not believe that the patient was receiving medication. A manufacturer representative was on the way to interrogate the pump. The device system was used to deliver baclofen. The reporter refused to provide further information or patient information. Additional information has been requested but was not available at the time of this report.

Event description:
Several attempts have been made to obtain additional information; however, further information requests were refused.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).